Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 4.7 tapered screw vent fm t (fmt4) was returned for investigation. Visual inspection of the as returned product identified damage a crown adhered to the fmt4. The mounts hex was fractured, and the fractured piece was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fractured mount). A pre-existing condition was not noted on the per form. Bone density was low density (type iii). The reported device was located on tooth #36 (fdi). The device was for 26 days. DHR review was completed for the subject lot number 1247592. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1247592 for similar event and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification /k011028/k013227.

Event description:
It was reported that abutment fractured after 4 weeks. Abutment placed on (B)(6) 2022 and removed on (B)(6) 2022.